Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. According to the patient¿s parent, the pediatric patient experienced a skin reaction with itching, rash, redness, inflammation, pimples, dry skin, drainage, pustules, and infection that was underneath sensor pod area only. The reaction was treated with a prescription of an unspecified oral antibiotic. No photo was provided. There was no documentation of further medical intervention. At the time of the report the patient´s current condition was unknown. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional event or patient information is available.